Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was duplicated. According to the investigation, the pump was not able to power up due to faulty power switch. The investigation reported that the pump faulty power switch caused the reported issue. Investigator's replaced the pump faulty power switch to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code).

Event description:
Information was received indicating that a smiths medical pump isn't powered on and the batteries are good. There were no reported adverse events.